Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the gas delivery engine (gde) is defective. The gde was replaced and returned to the customer operating to manufacturer's specifications. The carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was isolated to a defective o2 blender. This reported issue will be tracked and internally investigated.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the fraction of inspired oxygen (fio2) percentage is out of specification and is alarming high fio2. The customer reported no patient involvement associated with this event.